Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. System error 105 was confirmed through review of the event history log. During the evaluation visual observations internal to the motor were identified: excessive motor bearing wear with shaft end play, and black material around the bearing. Also the outer gearbox bearing is worn, with the bearing cage broken, and starting to disintegrate. The internal motor inspection was invasive, so the motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.